Event description:
Patient was revised to address infection, which caused pain, swelling, and redness. Poly wear was also reported.

Manufacturer narrative:
The investigation has been reopened due to report femoral and tibial components. Depuy will notify the FDA when the investigation is complete..

Manufacturer narrative:
(B)(4). Medical records were provided and reviewed. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.